Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that for a week they had severe pain from their waist down. The patient had talked to manufacturer representatives and saw their physician. The patient stated they were having difficulty walking and the pain was getting worse. The patient had shut the programmer off and was dealing with the nerve pain that triggered the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was all normal when patient was outside restaurant. However, when leaving the patient had to walk down a ramp. Patient reported that her legs began to cramp and then froze up. It was reported that was how the pain started. Patient reported not having made changes up to that point. Steps taken to resolve the issue were: adjust programmer, decrease until pain remained, turned it off at the end of the night as patient couldn't sleep due to pain. It was reported that the pain has not resolved. Patient stated being in pain 50.75% of the time in her lumbar, back legs down to ankles. Patient reported using programmer at b 4.6

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had programming done in june and stimulation had got stronger and stronger. The patient reported that stimulation was feeling too strong over the last few weeks, stomach felt like a vibrator, shocks in left leg. The patient also reported feeling pain in hips and legs. The patient reported that she had the ins off for 24 hours and was still having pain. The patient wasn¿t sure if it was unrelated to the ins or not. The patient reported that over the last 4 days she was hardly able to walk. The patient reported that she went to a walk-in clinic and didn¿t find anything wrong. The patient reported that she was at 3.40 and decreased stimulation. The patient reported that she wasn¿t sure if that helped or not because she has had stimulation off and ¿it hadn¿t really kicked in yet.¿ the patient reported that she had an appointment with a new healthcare provider (hcp) on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient was having a problem with their device- the battery was "running too fast" and also "not running smooth". No further complications reported.